Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/10/2020. Additional h3 investigation summary: an empty opened foil, a labeled winding former with a detached needle and a tangled suture breakage of product code vcp358, lot pg2374 were returned for analysis. During the visual inspection of the sample, the suture was observed broken due to stress applied to the strand, present damaged on the surface of the end broken. In addition, no body fluids could be observe. Per the sample condition, no functional test could be performed. In addition, the needle was examined visually inspected and the swage and attachment area were noted. The barrel hole of the needle was examined under magnification and no suture remnant was observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, the assignable cause of the assembly error was caused by damaged suture.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pg2374, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) and suture was used. The suture broke when it was used to sew during procedure. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.